Manufacturer narrative:
Batch review performed on 20 december 2024. Lot 2260392: (B)(4) items manufactured and released on 08-may-2023. No anomalies found related to the problem.

Event description:
The amistem broach could not be re-engage to the broach handle to get the broach out from the patient. Multiple attempts for up to 30 minutes to re-engage it.

Manufacturer narrative:
Visual inspection during the analysis it is evaluated that the broach has some slight scratches around holes for connection with pin of broach handles. We simulated the insertion of one broach handle and the connection is possible. Despite this evidence it is possible that the scratches could affect the connection with the handles. The lot is 2022 meaning that the broach has been probably used in some surgeries and handled not ideally. The root casue remains unknown. Information reported in this fu: - device return data. -visual inspection.